Event description:
Device returned with vf therapy enabled and no clinical data. Oos report form is incomplete. Oos indicates pt expired in 2005.

Event description:
Device returned with vf therapy enabled and no clinical data. Oos report form is incomplete. Oos indicates patient expired in 2005.